Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had just inserted a sensor and received a sensor error alert afterwards. The customer's blood glucose was 38 mg/dl. Troubleshooting was done. The customer corrected his blood glucose levels by eating. Advised customer to monitor the insulin pump and call back if further assistance was needed. Explained that the customer's sensor and insulin pump were functioning normally. Nothing further reported.